Event description:
It was reported that the patient had been on therapy for quite some time in an arctic sun device and should be completed tomorrow morning. Device had been alerting low flow and air leak. Water flow rate (wfr) was 1.5 l/m. 4 pads were connected. Device was maintaining patient temperature so concerned but wanted to check on this alert. Nurse had been turning patient according to orders. Walked through stop therapy, drain, and disconnect and reconnected holding nowhere near clear connectors. All lines were straight with no bends or kinks. Good air flow to the back of the device and vent was clear from dust. Restarted therapy and device alerted 113 (reduced water temperature control). System diagnostics were outlet monitor temperature (t1) was 33.9c, outlet control temperature (t2) was 33.9c, inlet temperature (t3) was 34.9c, chiller temperature (t4) was 6.7c, water flow rate (wfr) was 1.5 l/m, inlet pressure (ip) was -7.2 psi, circulation pump command (cpc) was 51 percentage, mixing pump command (mpc) was 0, heater was 69 percentage, water reservoir level (wrl) was 5, system hours was 2399.1, pump hours was 2288.9. Large number of bubbles in right and left thigh pads. Discussed testing and swapping out pads but nurse noted since device was maintaining, and patient had short amount of time left with therapy. Explained if flow rate (fr) dropped anymore, water temperature (wt) was did not respond to patient temperature (pt) was changes or alert 113 returns to call back.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be due to "adhesion gaps in film bond due to temp controller set too low or failed, nip roller air pressure set too low or no air pressure, belt speed controller set too high." The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient had been on therapy for quite some time in an arctic sun device and should be completed tomorrow morning. Device had been alerting low flow and air leak. Water flow rate (wfr) was 1.5 l/m. 4 pads were connected. Device was maintaining patient temperature so concerned but wanted to check on this alert. Nurse had been turning patient according to orders. Walked through stop therapy, drain, and disconnect and reconnected holding nowhere near clear connectors. All lines were straight with no bends or kinks. Good air flow to the back of the device and vent was clear from dust. Restarted therapy and device alerted 113 (reduced water temperature control). System diagnostics were outlet monitor temperature (t1) was 33.9c, outlet control temperature (t2) was 33.9c, inlet temperature (t3) was 34.9c, chiller temperature (t4) was 6.7c, water flow rate (wfr) was 1.5 l/m, inlet pressure (ip) was -7.2 psi, circulation pump command (cpc) was 51 percentage, mixing pump command (mpc) was 0, heater was 69 percentage, water reservoir level (wrl) was 5, system hours was 2399.1, pump hours was 2288.9. Large number of bubbles in right and left thigh pads. Discussed testing and swapping out pads but nurse noted since device was maintaining, and patient had short amount of time left with therapy. Explained if flow rate (fr) dropped anymore, water temperature (wt) was did not respond to patient temperature (pt) was changes or alert 113 returns to call back.